Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited bi-ventricular pacing only 66% of the time and when comparing the real time electrogram to the event markers, the markers do not accurately reflect what is seen on the tracing. The patient is not pacemaker dependent. It was determined that this was far-field oversensing of the ventricular pace.